Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: 300-01-09 - equ, humeral stem primary, press fit 9mm: (B)(6), 320-05-02 - +5 std right tray: (B)(6), 320-20-00 - eq reverse torque defining screw kit: (B)(6), competitor glenoid component. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent right rtsa approximately. Subsequently, the patient experienced dislocation and pain. The reported dislocation possibly occurred while the patient was being moved by a caretaker immediately after surgery. As a result, the patient underwent a revision surgery to exchange the polyethylene liner approximately one month after initial implantation. No further patient impact reported. No further information available.